Event description:
It was reported to philips that a tee procedure involving an x7-2t transducer had resulted in an esophageal tear. The elderly patient that sustained the injury later expired. The date of the patient's death was not provided to philips. The incident was reported to philips on (B)(4).

Manufacturer narrative:
(B)(4). No device malfunction was alleged and the cause of the injury is unknown. The esophageal tear was detected by the user facility within a day of the injury but philips was not informed until on (B)(4) 2013. The device was removed from service and is being returned to philips for a full evaluation. A follow-up report will be submitted following the investigation completion.